Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 code.

Manufacturer narrative:
UDI number: (B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The clinical observation was confirmed. The cause of the event was most likely due to patient factors and progression of patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted for two (2) years, two (2) months, underwent valve-in-valve procedure due to severe mitral stenosis. Patient presented in cardiogenic shock and congestive heart failure with severe mitral bioprosthetic valve stenosis and severe tricuspid regurgitation. Patient was placed on ECMO emergently. A 29mm transcatheter valve was implanted inside the 27mm valve. There were no apparent complications. The procedure went well and patient was transferred back to intensive care unit (ICU). Patient became acutely unresponsive post-operatively, not responding to commands, with dilated l pupil. Patient was decannulated from ECMO on post-operative day one (1). Patient was discharged home on post-operative day 16. The physicians felt given the patient's overall comorbidities the valve functioned as well as could have.